Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name is shortened from bd vacutainer® pst¿ gel and lithium. Heparin (lh) blood collection tubes. Unknown expiration date. Unknown lot number. Initial reporter first name is unknown. Initial reporter last name is unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, there were instances of erroneous potassium results.